Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that the lower menu display of the external pulse generator (epg) had wavy lines. The status of the epg is unknown. There was no patient involvement.